Event description:
Consumer complaint of erratic results. Last 2 results from memory, with same date/time stamp were 55mg/dl and 159mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).